Event description:
Related manufacturer reference number: 1627487-2022-06019. It was reported that surgical intervention took place wherein the migrated leaf s1 lead was explanted and replaced with a new lead addressing the issue. Reportedly, during the procedure the right s1 lead was dislodged. As such, the right lead was also explanted and replaced with a new lead to address the issue. Note: it is unknown which sn is for the right and left lead.

Manufacturer narrative:
Patient's weight is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.